Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that fluid leaked into the insulin cartridge chamber when the user attached the infusion set connector to the cartridge outside of the ilet, indicating an incorrect supply change process. Symptoms included no reported clinical effects. Outcomes included no reported impact on the user¿s health, and no alerts or alarms occurred. Investigation included troubleshooting and education conducted remotely. Investigation of this case revealed user technique error during cartridge and connector attachment. It was concluded that the event was due to improper user handling, and the user was educated on the correct order of operations and confirmed understanding.